Event description:
Re: allegation of a stapler malfunction resulting in bleeding and the need for a blood transfusion. Dear sir/madam, this letter is being sent to you regarding an event that was identified by intuitive surgical inc. {isi) on september 13, 2020, via the journal of clinical medicine article titled, "robot-assisted versus laparoscopic donor nephrectomy: a comparison of 250 casesa (zeuschner, p ., hennig, l., et al., 2020). Within the journal article, an operative complication involving a da vinci surgical procedure was noted and the following was stated: "in two other cases, a malfunction of the stapler and a lumbal vein caused bleeding, which could be managed robotically without the need for blood transfusions". On september 25, 2020, philip zeuschner, article correspondence, was contacted via philip.zeuschner@uks.EU and the following information was obtained: "in the event reported in our manuscript, we did not utilize a stapler sold by intuitive, but a regular laparoscopic stapler by covidien (endogia ultra stapler). The stapler did not completely close the renal artery which resulted in an arterial bleeding; the bleeding was stopped by additional hem-o-lok-clips. During the surgery, there was no malfunction of the robotic system itself." ? Product description: covidien (endogia ultra stapler), ? Event date: unknown, ? Site name/address: unknown, ? Site contact: unknown, ? Surgeon name: unknown, the concomitant device, covidien (endogia ultra stapler), used in the procedure was not manufactured or imported by isi and is being forwarded to your firm, per sec. 803.22. Please do not hesitate to contact me should you require additional information regarding this matter. 253988. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).